Event description:
It was reported that the ilet did not charge despite being left on the charging pad for an extended period, and a photo from the user showed the device placed horizontally on the pad; after education on proper orientation, the user repositioned the ilet and confirmed that charging resumed. No injury or adverse clinical symptoms reported. Outcomes included no clinical impact, no alarms, and no need for medical care. Investigation included remote troubleshooting and user education with photo review. Investigation of this case revealed user technique and device placement on the charging pad as the cause of the charging difficulty, with the charger and device subsequently functioning as expected after correct placement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device placement on the charger.

Manufacturer narrative:
Initial.